Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device failed to charge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
Zoll medical canada evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing debug and final testing without duplicating the report. The device was recertified and returned to the customer. Review of the log showed no charge failure or charge related error. The log showed two fully charged events that were disarmed due to user. Therefore, review of the device activity logs did not show any faults associated with a device malfunction. No trend is associated with reports of this type.